Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests a leakage was observed from the administration set during a pca (patient controlled analgesia) infusion. No other information was provided. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer's report of a leak was confirmed. Visual inspection identified a hairline crack to the female luer of the set at the backcheck valve line. Pressure testing confirmed the leakage as fluid was observed to be leaking from the crack. The cause of the leak was due to a hairline crack to the female luer; however a definitive root cause for the cracked female luer component could not be determined.